Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s field service engineer (fse) could not duplicate the reported touchscreen failure. The (fse) reported that all parameter changes on the touchscreen and via nav-ring were good. Touchscreen calibration passed. The fse cleaned the screen. No problems found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.